Event description:
Caller reported advantage system blood glucose result of 315 mg/dl, 124 mg/dl within 5 minutes on her doctor's system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.